Event description:
The manufacturer received information alleging a check aev (active exhalation valve) line alarm and ventilator inoperative occurred. There was no harm or injury reported. The manufacturer was informed that the system board was replaced to address the issues.